Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : the complaint device has not been returned, therefore unavailable for a physical evaluation, however the customer provided a photo. Upon visual inspection of the photo, the distal part of the anchor was broken. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 110l942, and no non-conformances related to the reported complaint condition were identified. The photo does not provide enough evidence to determine root cause. Physical evaluation should provide more information to discern a possible root cause. A root cause for the broken anchor can be attributed to procedural variables, such handling of the device or product interaction during procedure; axial misalignment or bending force was applied to the device while insertion. As per IFU: axial misalignment or levering with the anchor upon insertion may result in anchor fracture. Do not apply a bending force to the inserter. This can damage the anchor or inserter tip. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by a healthcare professional in china that during a rotator cuff repair procedure on (B)(6) 2023, it was observed that the 4.5 healix advance br 3 suture anchor w/ orthocord device broke off. Removed all the broken parts. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observation revealed that the entire device was not received. The proximal part of the anchor and one suture were broken. A manufacturing record evaluation was performed for the finished device lot number: 110l942, and no non-conformances related to the reported complaint condition were identified. According with the visual inspection results, this complaint can be confirmed. A root cause for the broken anchor can be attributed to procedural variables, such handling of the device or product interaction during procedure; axial misalignment or bending force was applied to the device while insertion. As per instructions for use (IFU)-100191: axial misalignment or levering with the anchor upon insertion may result in anchor fracture. Do not apply a bending force to the inserter. This can damage the anchor or inserter tip. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. H10 correction: h4: the date of manufacture (dom) was documented as unknown in the initial medwatch report. The dom has been corrected to december 1, 2022.